Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system. Reference medwatch with patient identifier (B)(6) for the advantage system.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 410 mg/dl (advantage) and 70 mg/dl (aviva). Customer felt symptoms of hypoglycemia at the time of the readings. Customer self-treated with glucose tablets. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.